Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device can not be completed. Lot number not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review could not be conducted for the disposable device as lot and serial numbers were not provided by the complainant. (B)(4).

Event description:
Following an uneventful novasure endometrial ablation procedure, a hysteroscopy was performed which indicated an "unablated endometrium in the left cornua; the right cornua was ablated where a defect was noted consistent with a perforation". The pt then underwent a laparoscopy which found "the fundus of the uterus was blanched along the right lateral aspect extending from the midline towards the normal region". No treatment was provided and the pt was discharged home in stable condition.